Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3.50x33mm rx xience skypoint stent delivery system from the dispenser coil, it was noted the stent was stretched out over the balloon. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material deformation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents. A conclusive cause for the reported stent dislodgement and material deformation could not be determined. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or unpackaging of the device may have contributed to the reported material deformation (stent damage) and stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.